Event description:
It was reported that caller previously did not see insulin drops at end of tubing during fill tubing step. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, successfully refilled and loaded pump and resumed insulin delivery.